Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had surgery to put a stimulation system in the neck area and they had to release the first lead as every time they tried to put it in they almost lost the patient on the table. It was noted that they were able to get a second lead in.